Manufacturer narrative:
The root cause could be determined. The patient sample was not available for further investigation. No adverse events were reported.

Event description:
The customer received a questionable troponin t stat (tnt stat) result from their cobas e411 rack analyzer (serial number (B)(4)). The customer provided data for one patient which was reported outside the laboratory. The customer tests but does not report troponin t (tnt) samples to verify the tnt stat results. The sample tested consistently across the same assay, but the tnt stat results were different from the tnt results. Repeat testing was performed on the same cobas e411. The patient's initial tnt stat result was 0.053 ng/ml accompanied by a data flag. The patient's initial tnt result was 0.109 ng/ml accompanied by a data flag. The patient's first repeat tnt stat result was 0.047 ng/ml accompanied by a data flag. The patient's first repeat tnt result was 0.106 ng/ml accompanied by a data flag. The patient's second repeat tnt stat result was 0.048 ng/ml accompanied by a data flag. The patient's second repeat tnt result was 0.099 ng/ml accompanied by a data flag. The patient's third repeat tnt stat result was 0.054 ng/ml accompanied by a data flag. The patient's third repeat tnt result was 0.106 ng/ml accompanied by a data flag. The pathologist reported 0.054 ng/ml outside the laboratory. There were no adverse affects to the patient as a result of this event.